Event description:
It was reported that during the procedure, the physician used catheter (subject device) along with other microcatheter to deploy a stent inside the patient's anatomy. When the physician removed the subject catheter using combined technique, a metal like object was emerging from the middle of the tip of the subject catheter. It was reported that the subject catheter had a damage on the outer peripheral part and when the tip is bend, the metal parts that seem to be part of the product comes out. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Update: the subject catheter was returned for analysis on 10-jun-2020 and the catheter was examined and it was discovered that the reported event of the subject catheter tip being broken during use was not confirmed; therefore, the event no longer meets the requirement of the reportable event for the device in question. The reportability was changed to a non-reportable event and a redaction emdr will be filed. The awareness date for this new information is 29-jul-2020. The reported event was not related to a serious public health threat, patient death, unanticipated or anticipated serious injury to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, there was some slight bending noted to the distal 9cm section of the device. During functional inspection, the device was flushed without difficulty. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned and there was no evidence of damage to the distal tip, as was reported, there was some slight kinking noted to the catheter shaft. It is probable that the event was caused by one of the other devices used during the clinical procedure. An assignable cause of not confirmed will be assigned to the reported events, as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. An assignable cause of procedural factors will be assigned to the as analysed event as the issue is associated with a product that meets design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the physician used catheter (subject device) along with other microcatheter to deploy a stent inside the patient's anatomy. When the physician removed the subject catheter using combined technique, a metal like object was emerging from the middle of the tip of the subject catheter. It was reported that the subject catheter had a damage on the outer peripheral part and when the tip is bend, the metal parts that seem to be part of the product comes out. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.